Event description:
Literature was reviewed regarding ten years of patient characteristics and clinical outcomes following transcatheter aortic valve replacement (tavr). The study population included 1632 patients who were predominantly female with a mean age of 81.5 years old. Multiple manufacturer¿s devices were implanted in the study population; 824 patients were implanted with a medtronic corevalve or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: severe paravalvular leak, major bleeding or vascular complication, stroke, complete heart block, arrhythmia requiring permanent pacemaker implant, acute kidney injury, cardiac tamponade, valve migration, myocardial infarction, congestive heart failure, and conversion to open surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: karra, et al. Temporal trends in patient characteristics and clinical outcomes of tavr: over a decade of practice. Journal of clinical medicine 13(17), pg 5027 2024. Https://doi.org/10.3390/jcm13175027. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.